Event description:
It was reported that an unspecified number of bd nano¿ ultra fine¿ pen needles from lots 2083029 and 2048904 had no insulin flow during the injection and priming process. The following information was provided by the initial reporter: "consumer reported, "clogged pen needles". Consumer reported no insulin flow when taking injection stated, no insulin flow when priming. Stated, its happened with more than one box.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of bd nano¿ ultra fine¿ pen needles from lots 2083029 and 2048904 had no insulin flow during the injection and priming process. The following information was provided by the initial reporter: "consumer reported, "clogged pen needles".consumer reported no insulin flow when taking injection stated, no insulin flow when priming stated, its happened with more than one box"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2083029 medical device expiration date: 30-apr-2027 device manufacture date: 17-jun-2022 medical device lot #: 2048904 medical device expiration date: 31-mar-2027 device manufacture date: 06-may-2022 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.